Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to override epinephrine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication was correctly assigned. The technical support specialist (tss) verified and confirmed that the medication was correctly assigned to the override group basics emergent, and the cc device was also part of this group. The customer was asked to provide a timestamp and screenshot of the issue. A follow-up email was sent, but no response was received. The case was marked as complete. The technical support specialist closed the case.